Event description:
It was reported that an asymptomatic patient presented in clinic. A stored egm showed non-sustained lead-noise due to post-paced t-wave oversensing on the ventricular lead. Programming changes were made. Device remains implanted. Patient will continue to be monitored via follow up in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.